Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient used expired product on (B)(6) 2026 which leads to high blood glucose levels and was treated by correction injection via multiple daily injections (mdi). No further information available.